Event description:
It was reported that the patient was experiencing severe allergic reaction. It was noted that the patient was covered in hives from head to toe, hands were swollen, lips three times from its normal size and severe itching all over the body. The patient was using prednisone, steroids and IV. It was noted that once the prednisone wears off the hives comes back with full force. The patient was admitted in the hospital and has been closely monitored. It was noted that the physician indicated that the reaction was not device related. The patient was doing well.

Event description:
It was reported that the patient was experiencing severe allergic reaction. It was noted that the patient was covered in hives from head to toe, hands were swollen, lips three times from its normal size and severe itching all over the body. The patient was using prednisone, steroids and IV. It was noted that once the prednisone wears off the hives comes back with full force. The patient was admitted in the hospital and has been closely monitored. It was noted that the physician indicated that the reaction was not device related. The patient was doing well. Additional information was received that the patients allergic reaction was not procedure related.